Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) and was observed to have dislodged at a regular clinic follow-up. Subsequently a revision procedure was performed and the lead explanted and replaced without consequence to the patient. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, both the mechanical and the electrical performance of the lead under complaint were scrutinized. The analysis did not show any deviations from the electrical specifications. The analysis did not reveal any sign of a material or manufacturing problem.